Event description:
It was reported to technical services on (B)(6) 2012 that this IV lead is causing diaphragmatic stim. The patient was seen by dr. (B)(6) and has also been seen at the (B)(6) clinic. Ring-to-tip was the best config with threshold of 4.5 v @ 1.5 ms with intermittent stim @ 7.5 v @ 1.5 ms so programmed to 5 v @ 1.5 ms. Still has intermittent stim with this setting but no changes have been made. Dr. (B)(6) to see the patient today. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).